Event description:
Conmed cautery pencil provided an inadvertent burn to pt's left posterior calf. Calf may have been resting on pencil, but alarm sounded and pencil should have been deactivated based on alarm signal.